Manufacturer narrative:
On 01apr-2016, a technical support specialist (tss) addressed the reported event over-the-phone with the customer. The customer reported turntable slip errors after service yesterday. They indicated that they have been having turntable slip errors prior to the service visit. Tss had the customer manually move the turntable in each direction with no obstructions. The turntable was repowered and it homed normally. The sample feed was used to rotate the carousel and it homed correctly. The customer will restart the run. The customer called back with troponin rates not precise. On 01apr-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and replaced the motor for the turntable; decontaminated the instrument fluid system; and replaced the syringe pumps for the substrate and diluent due to a slow leak. The syringe pump tip for the wash syringe was replaced. Troponin was recalibrated with a new lot (53) and with new calibrators lot (69) and ran a br liquichek (lot 23600) controls. The results are within manufacturer's ranges and well within 1sd of the mean. The most probable cause of the reported event was due to a defective turntable motor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a turntable slip error with their aia-360 analyzer. The customer is unable to run ctni2 and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni2 and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.